Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete instructions to reset the pump, and after the reset, the sensor session was successfully started without any further errors.